Event description:
It was reported to MFR that during routine follow-up, the pt experienced multiple shocks. The diagnostics showed the battery voltage at near eri after 21 months of service with a charging history of only 60 shocks. The decision was made to immediately explant the device.